Event description:
Information received a smiths medical breathing/portex general anesthesia circuits found during a pre-use check, the customer noticed air was leaking from the product. This event occurred in the 2 products with the same lot consecutively. No patient injury.

Event description:
Information was received indicating that during pre-use check, a smiths medical portex disposable anesthesia circuit was found to have an air leak. There were no reported adverse effects.